Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).

Event description:
It was reported that patient faced issue with infusion set on 05-mar-2026 as tape did not stick while playing. The event occurred on the first day of insertion and the site of insertion was abdomen.